Event description:
The customer tested her blood glucose and received a reading of 395 mg/dl using her breeze2 meter. Her glucose was retested using another meter and the reading was 90 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.